Manufacturer narrative:
The customer reported that the unit was unable to acquire lead v1 when attempting 12-lead ECG acquisition. The philips customer repair center confirmed the failure and remedied it by replacing the processor pca.

Event description:
The customer reported that the unit was unable to acquire lead v1 when attempting 12-lead ECG acquisition.